Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had delivery anomaly. Customer stated that the insulin pump did not gave alarm when their blood glucose was under 2.2 mmol/l. Customer stated that they having were issue regarding bolus delivery. Customer stated that the insulin pump had unknown pump error alarms. The insulin pump will not be returned for the analysis.